Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the device not working. All components were removed and replaced with a new device. There were no patient complications reported.

Manufacturer narrative:
Medical device information has been updated. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders, pump and reservoir were visually examined, and leak tested. No anomalies were found with the reservoir and pump. It was found in one of the cylinders there was a fluid leak caused by a hole in the middle and proximal body. Based on the information available and analysis results, the identified in the hole and leak found in the cylinder could have caused or contributed to the reported clinical observation of mechanical anomaly.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the device not working. All components were removed and replaced with a new device. There were no patient complications reported.